Event description:
It was reported to boston scientific corporation that a gold probe device was used during a bronchoscopy procedure. According to the complainant, multiple passes were made with the gold probe device to perform electrocautery within the lungs. However, as the gold probe was being extracted from the bronchoscope following the second or third pass, the tip of the gold probe detached. The tip detached within the working channel of the scope near the exit port. The entire bronchoscope, with the gold probe tip inside, was removed from the patient. They were able to extract the tip of the gold probe device from the first bronchoscope using a cleaning brush; no part of the gold probe device fell inside of the patient. The patient was re-intubated with a second scope. A second gold probe of the same type was used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a bronchoscopy procedure. According to the complainant, multiple passes were made with the gold probe device to perform electrocautery within the lungs. However, as the gold probe was being extracted from the bronchoscope following the second or third pass, the tip of the gold probe detached. The tip detached within the working channel of the scope near the exit port. The entire bronchoscope, with the gold probe tip inside, was removed from the patient. They were able to extract the tip of the gold probe device from the first bronchoscope using a cleaning brush; no part of the gold probe device fell inside of the patient. The patient was re-intubated with a second scope. A second gold probe of the same type was used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The returned device was received with the detached ceramic tip tightly inserted into catheter. Information received indicated that the detached tip was placed back on the probe before the device was returned. The tip was pulled from the catheter, and abrasion marks were noted at the ceramic tip gold bands. Visual inspection of the gold probe revealed that the catheter was slightly bent. Evidence of tapping and adhesive were present at the catheter tip insertion point (noted after catheter dissection) indicating that the device was assembled per specification. The abrasion mark found in the gold bands of the ceramic tip indicated that the tip was pulled against resistance upon retrieval from the bronchoscope. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The gold probe device is not intended for use in the lungs. This difficulty encountered during the procedure, and the subsequent damage to the device, may have occurred due to the use of the device in such a way that is not indicated in the directions for use (dfu). Written results of the investigation were provided to the customer. (B)(4).